Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. Based on the investigation and missed follow-up attempts to gather the time of the event, no further investigation can be performed to conclude whether the system malfunctioned.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event.